Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: weak and tired. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 25-feb-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling weak and tired. No medical intervention since the last call was reported. Note 2: manufacturer contacted customer in a follow-up call on 26-feb-2026 to ensure the customer's condition had improved - able to establish contact with customer who stated her symptoms were the same. No medical intervention since the last call was reported. Note 3: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-5). The customer reported feeling weak and tired; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 112 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2027 and per the customer the test strips were opened the night prior to the call.